Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic from a lcs metal backed 3 peg patella had broken in half possible due to wear and was off of the metal backing. The op report indicated it was a size standard. No further information is available. It's assumed their knee hurt. The metal was fine only the plastic was broken. No further information is available doi: (B)(6) 2007, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.